Event description:
Patient was being prepped to go back for a c-section due to fetal intolerance. The registered nurse was taking down the fluids and pitocin from the intravenous pump so the patient could be transported to the operating room. When starting the intravenous antibiotic, it was noticed that the pitocin was free flowing due to the pump safety clamp and intravenous tubing roller clamp being unclamped. The time of this event was approximately 1-3 minutes.